Event description:
It was reported that the red indicator on the boxes had turned red. The boxes were unopened and was stored at room temperature in ethicon staple carts. It was unknown why it turned red. There was no patient involvement reported. There were no adverse events or patient consequences reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/25/2025 b3: only event year known: 2025 d4: batch #unk h4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/13/2026. D4: batch #unk. Updated data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that an individual 1-up carton (b) was returned. The temperature indicator sticker on carton had been triggered and was pink, indicated that the package was subjected to a temperature in excess of 50°. The device was opened and visually inspected for damage to the buttress attachment material (bam) pattern. Upon visual inspection showed visible signs of high temperature with a melted and migrating bam pattern. No conclusion could be reached on what may have caused the reported incident. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ech60r; xccbsms0 number, and no non-conformances were identified.